Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, successfully resolving the issue as the error code did not reappear, and the caller was able to start their sensor session without further problems.